Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. The current usage is at 218%. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant confirmed that the device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended. It was noted that therapy delivery is unaffected. This device currently remains implanted and in service. No adverse patient effects were reported.